Event description:
"Not recognize pt cables" was reported. No pt involvement was reported.

Manufacturer narrative:
(B)(4). No additional info was provided. The available info indicates that this device was not evaluated or repaired. Note that this device has been out of support since 2006. No further communication was requested and none is warranted. Based on the customer report we are considering this a malfunction. We are unable to determine the cause from the available info.